Manufacturer narrative:
A list of questions regarding the issue was developed as part of the complaint investigation. Natus technical service contacted the complainant multiple times in order to have these questions answered, but no response was received. Information that was asked for included: a picture of the neoblue and the crib as it was positioned during treatment. Rectal temperature of the patient and ambient temperature during treatment. Distance between the neoblue unit and the patient. Whether a radiant warmer was used in conjunction with the neoblue. Serial number of the neoblue 3 unit. Patient health status before and after the event. Because answers were not provided to any follow-up questions, the cause of the issue could not be determined.

Manufacturer narrative:
Natus medical has launched an investigation. Tech support has made several attempts to contact customer for additional information. Natus will provide supplemental report as needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue , the fan was blowing too cold on the baby. They had to remove the baby from the device due to the cold air and put it under a warmer for a 1/2 hour. The customer confirmed there was no death/serious injury, or environmental/safety concerns.